Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 195 units and remained static. Reportedly, a new cartridge was loaded to address the issue. Although requested by tandem technical support, the customer declined to perform troubleshooting. Blood glucose level was 255 mg/dl.